Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pumps over infused slightly >21ml during preventive maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3. H6, h11. H11: the device was received for evaluation. During functional testing, the reported issue was reproduced. The device was tested for flow rate accuracy and over-delivered by 5.14%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment and the m2 and m3 springs will be replaced to ddress this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6: type of investigation. Additional information h11:the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.